Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that the vascular stent was found to be fractured 40 months post implantation in the proximal 1/3 of the sfa for treatment of a stenosis of 190 mm length. As reported, no difficulties occurred during the initial stent placement. The lesion had been pre-dilated with a 5 mm balloon and the stent was post-dilated a 5 mm balloon with excellent results. In addition, target vessel revascularisation was performed three times (1 x in 2014 and 2 x in 2016) after stenting. No additional treatment was performed. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the evaluation of the images provided, a stent strut fracture could not be identified. The reported event could not be reproduced on the basis of the images. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release may lead to an irregular stent placement and subsequent stent fracture. In this case, no difficulties were encountered during stent release. Insufficient pre- and/or post-dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement and subsequent stent fracture. In this case, the lesion had been pre-dilated with significant residual stenosis post pre-dilation. In addition, post-dilation of the stent was performed and strut irregularities were noted prior to post-dilation. On the basis of the information available and the images provided, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Also the IFU indicates that stent fracture is a potential adverse event that may occur. The IFU states: "cases of fracture have been reported in clinical use of the lifestent solo vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." Furthermore, the IFU states that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended. Corrected data: updated 'adverse event report type' due to re-assessment during final file review. Updated 'type of reportable event' due to re-assessment during final file review. Updated 'eval code & desc - conclusion' due to completion of investigation.

Event description:
It was reported that the vascular stent was found to be fractured 40 months post implantation in the proximal 1/3 of the sfa for treatment of a stenosis of 190 mm length. As reported, no difficulties occurred during the initial stent placement. The lesion had been pre-dilated with a 5 mm balloon and the stent was post-dilated a 5 mm balloon with excellent results. In addition, target vessel revascularisation was performed three times (1 x in 2014 and 2 x in 2016) after stenting. No additional treatment was performed. There was no reported patient injury.